Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the events. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin 2gm ip (intraperitoneally) and further doses of vancomycin were given according to the vancomycin level. The patient was discharged from the hospital. Three days after the onset of peritonitis, the patient recovered. No additional information is available.